Manufacturer narrative:
(B)(4). Corrected information: b1, h1 additional information was received indicating the total number of impacted products is (B)(4). Therefore, this medwatch # 2210968-2024-10481 is no longer reportable malfunction.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/2/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. It was reported that ubmcxa or ubmczs were the lot numbers corresponding to the involved devices. Please confirm the lot number of each device involved (2) in the reported event. It was reported that "...the body part of needle was broken. It has been removed after confirming by x-ray...." Was the needle piece(s) retrieved during the same procedure? What measures were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, at the body part of needle was broken. It has been removed after confirming by x-ray. It was a control release needle. It was used on fascia. There were no patient consequences reported. Additional information was requested.